Manufacturer narrative:
Preliminary analysis confirmed the reported ventricular noise oversensing and, with a new lead implanted, capture failure.

Event description:
Reportedly, some episodes of noise oversensing were observed on the right ventricular channel. A bad connection of the lead was suspected, but after unscrewing and screwing it, the noise was still present. A new lead was implanted but noise and ventricular capture failure were observed. The physician decided to implant a new device.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, some episodes of noise oversensing were observed on the right ventricular channel. A bad connection of the lead was suspected, but after unscrewing and screwing it, the noise was still present. A new lead was implanted but noise and ventricular capture failure were observed. The physician decided to implant a new device.

Event description:
Reportedly, some episodes of noise oversensing were observed on the right ventricular channel. A bad connection of the lead was suspected, but after unscrewing and screwing it, the noise was still present. A new lead was implanted but noise and ventricular capture failure were observed. The physician decided to implant a new device.